Event description:
It was reported the patient's medical dog alerted the customer's husband around 4:00 am, who tested her blood glucose level on the relion system. Although her blood glucose result was 124 mg/dl at that time, the customer experienced symptoms of dizziness and incoherence, which are indicative of low blood sugar. Due to her diabetic state, she was unable to self-treat. Her husband then transported her to the emergency room (ER), arriving around 6:00 am. At approximately 6:20 am, her blood glucose result was 53 mg/dl in the ER (it's unclear if this was from her personal meter or the ER's). She received an unknown type and amount of insulin and was released around 8:00 am the same day. The customer doesn't recall her blood glucose level after treatment or at the time of release. The customer could not be reached on any callback attempt to further clarify the event.